Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The image quality and contrast brightness settings were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a white screen on the left monitor and would not perform fluoroscopic x-ray. No patient injury was reported.